Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, on the third inflation after a few amount of atmospheric pressure for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was in good condition.